Manufacturer narrative:
H6: health effect. Appropriate term/code not available: suggested code: uterine rupture. Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
Hologic received information from one article called pregnancy outcomes after laparoscopic radiofrequency ablation of uterine leiomyomas compared with myomectomy in which one participant experienced uterine rupture 10 weeks after laparoscopic radiofrequency ablation during treatment with vaginal misoprostol to manage early pregnancy loss. The participant was 31 years old, g4p0a3 and had four leiomyomas, ranging from 4 to 6 cm in size, that were ablated. The patient was found to be pregnant 2 weeks after the procedure. Six weeks later, the participant presented with an anembryonic pregnancy. The patient elected for medication management 9 and 6/7 weeks after radiofrequency ablation and was prescribed 800 mg vaginal misoprostol. Twelve hours later, she presented to the emergency department for severe abdominal pain and was found to have free fluid in the abdomen. She subsequently underwent an exploratory laparotomy which revealed 800 ml hemoperitoneum and a posterior uterine rupture with products of conception extruding from the defect with a necrotic leiomyoma adjacent to the rupture, confirmed by subsequent pathologic examination. This participant experienced another miscarriage in the first semester 1 year later, which was managed by dilation and curettage. No other information available.